Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25152027 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 17feb2021. An investigation was conducted on 19feb2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the c-ring as well as on the harvesting device jaws. There were no visual defects observed on the harvesting device. The metal rod of the c-ring was observed to be disconnected from the c-ring body. The c-ring was observed to be intact, no visual defects were observed. The scope wash tubing and retention rib remained attached to the cannula. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. After the dissection was completed, the harvester started to use the hemopro device to ligate branches. However, during this time it was noticed that the c-ring on the device was broken in half. No piece of the c-ring fell off or was lost. Due to this defect, the device was immediately removed from the surgical field and a new hemopro device was opened. The remainder of the case was finished with no further issues and no adverse events occurred due to the defect.